Event description:
It was reported that the y-connector came off the collection tube. Approximately 400cc of blood were discarded. It was reported that the patient experienced anemia post-operatively. The patient received an unspecified amount of their own pre-donated blood. The patient is currently in good condition. There were no additional adverse consequences reported. No medical intervention was required.

Event description:
It was reported that the y-connector came off the collection tube. Approximately 400cc of blood were discarded. It was reported that the patient experienced anemia post-operatively. The patient received an unspecified amount of their own pre-donated blood. The patient is currently in good condition. There were no additional adverse consequences reported. No medical intervention was required.

Manufacturer narrative:
Only the y-connector with the drain tubing was returned to the manufacturer for evaluation. The y-connector was not connected to the tubing. Residues of the adhesive used to assembly together both components was observed on the tubing. Therefore, the condition was confirmed. In collaboration with the subject matter expert the most probable root causes for detached y-connector from tubing are, but not limited to: blood leak or component detached due to y-connector / tubing damage during shipping and handling processes. Blood leak or component detached due to connections or components altered, not properly tighten or inadvertently broken during use. Blood leak or component detached due to damage or missing component during the assembly process. The event did not involve an adverse trend or unanticipated hazard. Product surveillance will continue to monitor complaints of this type for adverse trends.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.